Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was above 600 mg/dl. Customer was treated with insulin. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. The battery cap had slight damage at the coin slot. The battery cap was able to be removed and installed with no anomaly noted. Device had scratched case, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, peeling/stained address/serial number label, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).